Event description:
A malfunction alarm occurred, indicated by the code malf 9. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support provided pump reset information and helped the customer reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, acknowledging and understanding these instructions.